Manufacturer narrative:
The lot and serial numbers for the ipg were not provided; therefore, no manufacturing or expiration date can be determined. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported that the pt (B)(6) saw the surgeon for a post-implant dressing change. The pt stated that she was feeling unwell, and she allegedly showed flu-like symptoms. The physician put the pt on a course of antibiotics as a precaution. No further information is available at this time as all attempts to obtain follow up have been unsuccessful.